Event description:
A separation. During a routine tubing set change, the nurse found the new ser's tubing was separated from the leg of the distal clave y-site when it was removed from the package. The change was completed using a replacement tubing set. There were no reported adverse patient effects. No medical interventions were reqiured.